Event description:
It was reported that during a surgical procedure, the physician was utilizing an ambient megavac 90 arthrowand. Intra-operative, the physician noted that the plastic collar was coming off the shaft of the wand. The wand was removed from the surgical field and another arthrowand was retrieved to complete the procedure. No pt injury was reported as a result of the event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.